Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that a xience v stent was implanted in the proximal circumflex and another xience v stent 2.5 x 12 mm was implanted in the distal left anterior descending (lad) artery. Post procedural angiogram showed perforation of the lad that resolved without sequelae after treatment with prolonged balloon inflation. No additional event or pt info is available.

Manufacturer narrative:
(B) (4).